Event description:
A blood leak occurred at 2 hours after start of dialysis. The leak was at the initial use after pre-processed with renatron. The total blood loss was 170cc, since the blood was not returned to the pt. The pt is well.